Manufacturer narrative:
Investigation not completed the manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that the tampon string fell off during removal and had to visit ER to get it removed.